Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00161 on 01-jul-2021. Additional information (01-jul-2021): siemens reviewed the information provided and services performed on the atellica ch 930 analyzer, and the cause of falsely elevated carbon dioxide, concentrated (co2_c) results is unknown. Siemens completed the investigation and cannot rule out pre-analytical variables or sample-specific issues as contributing factors. The analyzer was verified and operating as specified. No further evaluation of the device was required. Siemens updated section h6 to include new codes for investigation findings and investigation conclusions. MDR 2432235-2021-00162_s1 was filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed no issues with quality controls (qc) on the atellica ch 930 analyzer. The customer stated that there were no environmental issues that would cause the increase in critical results for patients and no issues with water or with the shipping or storage of reagents. The customer observed a similar problem on their alternate atellica ch 930 analyzer, and siemens dispatched a siemens customer service engineer (cse) to the customer site. The cse aligned the sample probe and dilution probe, replaced valves 9, 10, and 22 to the reaction ring washer, completed an auto check, precision test, and running qc. The cse verified the operation of the analyzer and noted no issues. In addition, the customer stated no other problems with patient results. Siemens is investigating. MDR 2432235-2021-00162 was filed for the same event.

Event description:
The customer obtained discordant falsely elevated carbon dioxide, concentrated (co2_c) results greater than 40, on an atellica ch 930 analyzer. The customer used the same samples tubes and analyzer for repeat testing and noted that similar results were produced. There are no reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.